Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured and was exhibiting high out of range pacing impedance measurements of greater than 3000 ohms. The patient¿s system was reprogrammed and the lv lead remains in service. No adverse patient effects were reported.